Event description:
Endoleak (type iiia): the patient had an abdominal aortic aneurysm. The treo main body (36 mm), a gore excluder leg (16 mm) for the right leg, a gore excluder leg (18 mm) for the left leg, and a gore excluder aortic extender (36 mm) were implanted via a right main body approach. Angiography for final confirmation found a type ii-like endoleak, and the patient was to be followed up. After that, postoperative angiography revealed a type iiia endoleak at the junction of the main body and leg. It is unknown whether the endoleak occurred bilaterally or in one leg (right or left). The patient had no blood loss. The patient's hospitalization has been extended and the patient will receive additional treatment. As of february 27, the causation with the product is unknown. Operation type: evar. Ancillary devices used: gore excluder leg (16 mm), gore excluder leg (18 mm), gore excluder aortic extender (36 mm). (Tc#bm (B)(4)) patient outcome - "the patient has not recovered yet. The patient's hospitalization has been extended and the patient will receive additional treatment. Additional information received on march 4, 2022. The patient received additional treatment on (B)(6). Intraoperative angiography revealed a type iiia endoleak at the junction of the main body and the right leg. No endoleak occurred on the left leg. A gore vbx was implanted for this endoleak. After repeated balloon dilatations from the inside, the endoleak was confirmed to have disappeared. A type ia endoleak was also suspected, but it was obscured after the disappearance of the type iiia endoleak, and no additional cuff was implanted for 1a. However, the final angiography confirmed an endoleak that seemed to be from near the bifurcation of the main body. A cuff was implanted directly above the bifurcation of the main body, but it remained until the end. Until now, the physician suspects the possibility of a type iiib endoleak near the bifurcation of the main body. The patient will be carefully followed up."

Event description:
Endoleak (type iiia): the patient had an abdominal aortic aneurysm. The treo main body (36 mm), a gore excluder leg (16 mm) for the right leg, a gore excluder leg (18 mm) for the left leg, and a gore excluder aortic extender (36 mm) were implanted via a right main body approach. Angiography for final confirmation found a type ii-like endoleak, and the patient was to be followed up. After that, postoperative angiography revealed a type iiia endoleak at the junction of the main body and leg. It is unknown whether the endoleak occurred bilaterally or in one leg (right or left). The patient had no blood loss. The patient's hospitalization has been extended and the patient will receive additional treatment. As of february 27, the causation with the product is unknown. Operation type: evar. Ancillary devices used: - gore excluder leg (16 mm). - gore excluder leg (18 mm). - gore excluder aortic extender (36 mm). (Tc#bm (B)(4)). Patient outcome - "the patient has not recovered yet. The patient's hospitalization has been extended and the patient will receive additional treatment. Additional information received on march 4, 2022 the patient received additional treatment on march 1. Intraoperative angiography revealed a type iiia endoleak at the junction of the main body and the right leg. No endoleak occurred on the left leg. A gore vbx was implanted for this endoleak. After repeated balloon dilatations from the inside, the endoleak was confirmed to have disappeared. A type ia endoleak was also suspected, but it was obscured after the disappearance of the type iiia endoleak, and no additional cuff was implanted for 1a. However, the final angiography confirmed an endoleak that seemed to be from near the bifurcation of the main body. A cuff was implanted directly above the bifurcation of the main body, but it remained until the end. Until now, the physician suspects the possibility of a type iiib endoleak near the bifurcation of the main body. The patient will be carefully followed up."